Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was treated for high blood glucose of 556 mg/dl, but blood glucose would only drop very little. Customer called the hospital who advised to change infusion set. When infusion set was changed, it was found that cannula was bent. Customer was treated with manual injection. Customer was taken to the emergency room on (B)(6) 2016 in the morning with diabetes ketoacidosis. Caller was not sure of customer's blood glucose at the time of emergency room visit. Customer was released at noon and was wearing insulin pump at the time of hospitalization. After customer's release, caller called helpline with insulin pump. Caller declined troubleshooting stating that hospital confirmed that high blood glucose was due to bent cannula.